Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/07/2015 with the following findings: on investigation, the alleged short battery life was verified in the black box but not duplicated in the evaluation. Review of black box data found low battery and replace battery warnings. Additionally, the battery voltage level was found to be stuck/unchanged since (B)(6) 2015. Related to the complaint, the battery compartment was found to have cracked below the grip pad and in the threads area. Battery cap was not returned and a test cap was used in the evaluation. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. The electrical current draws were within specifications. A rewind/load/prime sequence was executed without any incidences. The pump casing was opened and no evidence of moisture intrusion or loose component was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the pump¿s battery life was shorter than expected and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.